Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusion). Based on further engineering investigation, the most probable root cause was attributed to the bonding activity during the manufacturing process. A personnel acknowledgment was provided to the manufacturing personnel. Additionally, there are manufacturing controls to detect this type of defect.

Event description:
As reported, during use in patient of this disposable pressure transducer (dpt), there was no blood pressure signal and that the connector was damaged. The issue was solved by replacing the unit with a new one. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The disposable pressure transducer (dpt) was received by our product evaluation laboratory for a full examination. The report of connector issue was confirmed. As received, zero stopcock was found completely detached from bond joint with dpt housing. Indications of what appeared to be bonding material were evident on luer bond surface area. Dpt zeroed on pressure monitor. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specification. No other visible damage was noticed from the returned unit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.